Manufacturer narrative:
Reliability analysis evaluated 1 opened and used infusions. Performed hand prime using a new lab reservoir and found occluded at p-cap connection section. Analysis as unable to confirm occlusion due to customer returned the infusion set opened and used. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 189 mg/dl at the time of incident. The customer performed fixed prime and the insulin did exit. The customer stated that the cannula was not bent after removing the infusion set. The customer reconnected the tubing to perform fixed prime again and the insulin did exit. The infusion set will be returned for analysis.